Manufacturer narrative:
Approximate age of device ¿ 4 years and 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted with ldh 740 u/l with baseline 200-400 u/l. Power was elevated above 10 w. Inr was subtherapeutic at 1.7 on admission. Chest cta revealed no evidence of thrombus within lvad device. There was adequate decompression of the left ventricle during the vad protocol suggesting normal pump function. No other acute abnormality within the chest. Asa increased to 325 mg daily, ticagrelor 90 mg, persantine and high intensity heparin. She also was added on tirofiban as part of aggressive medical therapy. Patient underwent a pump exchange on (B)(6) 2018. On (B)(6) 2018, it was reported that the patient was doing well, remained on lovenox bridge, asa 81 mg daily and ticagrelor 90 mg. Ldh was back to baseline of 527 u/l . No noted power spikes on pump interrogation. No additional information was provided.

Manufacturer narrative:
Thrombus was confirmed in the evaluation of the returned device. The pump was returned with the driveline cut approximately 4.5 inches from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a large, non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the deposition had evidence of denaturation and the circumferential contact marks on the outlet bearing cup and outlet cone section of the rotor suggest that the deposition was present in the outlet stator for an extended amount of time while the pump was in operation. The remaining pump blood-contacting surfaces were free from any adhered depositions or thrombus formations. The deposition found in the pump could have potentially contributed to the reported elevated ldh. The deposition would have also created additional resistance on the spinning rotor, potentially contributing to the reported power elevation. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption compared to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.